Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.

Event description:
The customer's attorney reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 451 mg/dl. The customer experienced pain in her heart, shoulder and leg. The customer also experienced vomiting, burning in her skin and difficulty breathing. Nothing further was reported.